Manufacturer narrative:
The account found fluid around the backplane board, but not on the components. He replaced the backplane board to repair the bed.

Event description:
The account alleged the bed has codes 90-121 and 90-31. He has replaced the treatment torso module and the pulmonary base module, but the issue remains.